Event description:
"Run" kept shutting off and will not stay on. All connections double checked. Orthopat converted to hemovac. Upon taking down orthopat, blood found pooled inside where centrifuge is located.